Event description:
Description of event according to initial reporter: the filter was advanced from femoral. Filter placed inside the delivery sheath, the filter got stuck to the wall of the delivery sheath and could not be pushed out. A new filter was replaced and implanted. Patient outcome: the procedure was completed by using another new device. No adverse effect reported.

Manufacturer narrative:
Manufacturers ref# (b)(4( g4) similar to device marketed under 510(k)/PMA: k233680. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.